Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose with blood glucose level of 33.3 mmol/l. The customer also mentioned other blood glucose levels such as 21.9 mmol/l, 19.3 mmol/l. The customer treated for high blood glucose with manual injection. The customer did not allege that the insulin pump was under delivering. The customer reported that insulin pump was on auto mode. The insulin pump will not be returned for analysis.